Manufacturer narrative:
Patient was revised due to dislocation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The root cause is off label use. The investigation can draw no further conclusions regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. Complaint to part (B)(4), depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): cup and inner. Manufacturer: biomet. Event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised due to dislocation.